Event description:
The customer contact reported backflow of fluid from the primary solution container to the secondary solution container. The tubing set was being used to deliver normal saline solution on the primary line via a symbiq pump. At an unspecified time, the secondary tubing set was connected to the primary tubing set to deliver imipenem-cilastatin 500mg/100ml. The primary solution container was lowered below the secondary solution container. It was reported that after the secondary infusion was complete, it was noted that the primary solution backflowed into the secondary solution container. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.